Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that after the last step of case start wizard pump was started but then stopped immadiately and console presented with alarm #13 (impella stopped due to motor current high). Pump was restarted (at p-2 this time), but stopped again after 1s, with same alarm. Another restart attempt (at p-4) was unsuccessful, as pump stopped after 1 with alarm #138 (pmd detecting pump speed deviation). Console logs indicated that event #137 (pump speed deviation detected by cpld) might also have occurred, but there was no corresponding alarm. The next attempt to restart pump at p-4 was again unsuccessful, with pump stopping after 1s, with alarm #138. Pump had been disconnected and transferred to (B)(6), where it had been started without any issues or alarms. Console (B)(6) had been later that day field-tested with a demo pump, and it was able to run it, without alarms. The complaint console was tested in danvers with an engineering pump and pump simulator, but the issue was not reproduced, and each time pump was able to start. No irregularities in console operation were observed. Separate pump investigation ((B)(6)) was concluded as ¿udt/nei¿. However, the results of pump testing were inconclusive: although no defects or malfunction of the returned pump were observed, any prior presence of biomaterial (that was later dislodged) could not be disproved.

Event description:
Impella cp with smartassist (sn (B)(6)) stopped immediately after starting the pump in auto with ic (B)(6). Restart attempts x2 were unsuccessful. Aic failure alarm displayed. Aic exchange to ic (B)(6) with successful pump start. No harm done to the patient.